Event description:
Boston scientific received information that after connecting a new device to the existing right ventricular lead pacing failure was noted. The device was reconnected to the lead and reinserted into the pocket but pacing failure still occurred. The device was disconnected from the lead and measurements were performed with the pacing system analyzer (psa). No pacing failure was observed. The physician elected to replace the device. No issues were seen with the new device and the same lead. The procedure was completed. No adverse patient effects were reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon analysis this investigation will be updated.